Event description:
It was reported an access port was placed initially without incident for chemotherapy administration. Approximately 20 months post placement the catheter was found to have separated where it enters the vein. The port and catheter were removed successfully as a unit without incident. No further treatment was required and the patient's condition is good. The device was received and evaluated. The port was received with a catheter segment attached to the collar and the collar in the locked position. The septum contained approximately two dozen punctures. The catheter segment was 40cm long. The distal end under magnification appeared fractured. A circumferential tear was noted 6cm distal to the outlet tube. The shaft section between the distal end and the break was occluded. The port had foreign matter inside. The port was flushed and the catheter was patent to the break in the shaft. This port was in place for approximately 20 months and no difficulty accessing the device was encountered prior to this incident. User technique during placement, access, subsequent motion and/or fatique may have contributed to this event. Co's directions for use for this product state" "when introducing the catheter, using a percutaneous approach into the subclavian vein, care must be taken to avoid passing the catheter between the clavicle and first rib. Doing so may result in pinching and or shearing of the catheter...use 10ml or larger volume syringes for all system procedures. The smaller the syringe volume the higher the pressure that can be generated. Do not exceed 40 p.s.I...improper assembly may result in catheter damage, leakage, or possible disconnection. When properly assembled, the r-port's locking collar should be fully engaged into the outlet tube groove and catheter should be visible through the locking collar."